Manufacturer narrative:
Sample returned (B)(6) 2021. Catalog number corrected to mdr107002e. On (B)(6) 2021 the facility confirmed that there were two devices at the facility that both experienced what they thought to be smoke coming from the motor. The sample was returned for evaluation. The customer reported issue of a smoking motor was not confirmed. There was no burnt electrical smell to the motor or the components when the device was plugged in and evaluated. The pendant and the motor both functioned upon evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the motor on the bed, after it was taken out of the box, was not working at all. Reportedly upon initial use, an unreported number of motors started to smoke when connected to the bed frame for an unknown reason. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There was no patient involvement reported related to this event. No sample was returned for evaluation. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the motor on the bed, after it was taken out of the box, was not working at all. Reportedly an unreported number of motors started to smoke when connected to the bed frame.